Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer has changed pump supplies to address the issue and resumed insulin delivery. Customer reports changing infusion set every 3 days. Customer was informed of the tandem user guide which states infusion sets should be changed every 48-72 hours. Customer also reports skipping the air flow extraction step. Customer is advised of the tandem user guide to always ensure there are no air bubbles when drawing insulin into the filling syringe. Customer reports blood glucose ranged between 245-326mg/dl for this event.